Event description:
Dealer reported that the right brake on a 65650 rollator will not stay locked, end user reported to dealer that the rollator is scooting out from under her when trying to sit down. Update: (B)(4) 2015 dealer called back with additional information: end user fell on (B)(6) 2015 and fractured a couple ribs while using the 65650 rollator, was taken to the emergency room. A family member reported to the dealer that the end user's fall may have been due to the right brake not locking on the rollator